Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other two 3.0 x 12 mm vision stents referenced are filed under separate medwatch MFR numbers.

Event description:
It was reported that during a procedure of the moderately tortuous, concentric, de novo, mid right coronary artery (rca), three 3.0 x 12 mm vision stent delivery systems (sds) were advanced, one right after the other. All three failed to cross the lesion and separated at the proximal shaft while in the guide catheter. Each time, the guide catheter and the sds were removed as a system from the anatomy. A 3.5 x 18 mm xience prime stent was successfully implanted without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.